Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191: patient was unable to identify device issue; therefore, a more specific code could not be selected.

Event description:
It was reported that replace sensor now occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.